Event description:
Ever since the placement of essure, I've had many issues. Hair loss, falling out in clumps, psoriasis on my scalp. Swelling of the eyes with dry skin around the lids and underneath. Weight gain, horrible periods. Cramping worser than normal. Testing done with out of pocket costs. Pain on left side constantly, even worse during ovulation. Exhausted, depression, no energy, mood swings. Visions changes where its hard to even drive at night. Insomnia. Pain in hips and legs. Swelling, shortness of breath. Scheduled for a hysterectomy (B)(6) 2015 which I'm sure will have more out of pocket expenses. Single mother and can't afford all of these copays to get my life back. Need help! Otc meds: tylenol when pain get too bad.